Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient has been having "lightheadedness and vomiting intermittently for possibly two months". There was a question if the symptoms could be related to the device. The device remains in use. No further patient complications have been reported.